Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for vancomycin (vanc) on one patient sample. The customer indicated they have had a bias with vanc between two cobas 6000 c501 (c501) instruments since they were installed in (B)(6) 2013. The customer indicated there is a 15-20% bias on qc recovery and patient samples. The customer indicated that qc was running high, but there had been no complaints about patient results and no patients had been affected. As part of troubleshooting, the customer determined the instrument factor was set incorrectly. The instrument factor was changed on (B)(6) 2013. On further follow up with the customer, they indicated that qc for vanc has been much closer on the instruments since the factor was corrected. The patient correlations were also better, however the customer was still seeing correlation values of > 10% on the high end between the instruments. The vanc assay had been masked on this instrument. The other c501 analyzer is considered correct and reported. On (B)(6) 2013 at 0952 am, the customer ran a patient sample for vanc on this c501 and generated a result of 48.7 ug/ml, accompanied by a data flag. The customer does not have the instrument set to perform auto reruns for vanc. The sample was repeated on the other c501 on the same day at 1053 am, and generated a result of 39.0 ug/ml. The customer deemed the repeat result to be the correct result and issued a corrected report. The customer indicated there was no adverse effect to the patient. There was no adverse event. The lot number of the vanc reagent in use was 68052801, with an expiration date of 12/31/2013. The field service representative checked the incubator bath temperature, pump pressure, gear pump pressure; which were all good. He also checked the air purge volume and the rinse head fluid levels; which were all good. He did performance testing, which was good and also performed a precision and accuracy check; which passed.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that depending on the position of the reagent cassette on the instrument and depending on the workload, the cassettes may be affected by possible condensation. This was communicated to customers. Customer support educated the customer regarding reagent handling and the mixing of the reagent prior to calibration. The customer indicated that when the reagent was placed in the "outer ring" of the instrument, the correlation is satisfactory.